Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstance that led to the lack of communication and the unknown error code was that they ¿lost charge¿ for unknown reasons. As a step to resolve the issue, they contacted the manufacturer¿s representative who explained over the phone how to use the recharger to do a ¿double charge¿. The patient performed the ¿double charge¿ and charged the device back up. They then again contacted the representative and a reset of the device was performed. The patient noted that the representative was very helpful and that they use the device all the time.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that there was a poor communication screen on the patient programmer (pp) and the patient was unable to communicate with his ins recharger (insr). It was noted that the last successful recharge session was two days ago. The caller was instructed to unplug the antenna and sync the pp directly over the ins on the skin, but this did not resolve the issue. The caller also reported there was an unknown error code on the patient programmer. It was noted that the code did not appear at the time of the call and the patient did not recall there being a code. The caller was redirected to contact his healthcare professional to discuss the possible code and to have the ins checked. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.